Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was 148 mg/dl. Customer also stated that the back of insulin pump was cracked. The device will be returned for analysis.